Manufacturer narrative:
This report is associated with (B)(4) polident adhesive fresh mint. Polident adhesive cream is marketed as super poligrip in the us.

Event description:
"Choked" [choking]. "Pink stuff is still in mouth" [medication residue present]. Product complaint [product complaint]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received double salt dental adhesive cream (polident adhesive freshmint) cream for product used for unknown indication. Concomitant products included double salt dental adhesive cream (polident denture adhesive max seal). On an unknown date, the patient started polident adhesive freshmint. On an unknown date, an unknown time after starting polident adhesive freshmint, the patient experienced choking (serious criteria gsk medically significant) and medication residue present. On an unknown date, the outcome of the choking and medication residue present were not reported. It was unknown if the reporter considered the choking and medication residue present to be related to polident adhesive freshmint. Additional details, the action taken of polident adhesive freshmint was unknown. The consumer reported that she tried to wash her mouth out and the pink stuff was still in there. It's so different so she got to do it again. She tried it a while ago and the consistency was too soft then firms up later but it seemed to go down her throat. Her friend at work was also using polident denture adhesive cream fresh mint but he was applying it a few times a day. She did not really need to apply it a few times a day. This case was linked with (B)(4) (same reporter). Follow-up information received on 9 apr 2018, this case was associated with a product complaint. On an unknown date, an unknown time after starting polident adhesive freshmint, the patient experienced product complaint. On an unknown date, the outcome of the product complaint was unknown. Consumer relations team notified pv that a product complaint had been created for this case.

Manufacturer narrative:
3003721894-2018-00114 is associated with argus case (B)(4) polident adhesive fresh mint. Polident adhesive cream is marketed as super poligrip in the us. Upon retrospective review of case entry, it was identified that the initial gsk receipt date of the initial report is (B)(6) 2018.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received double salt dental adhesive cream (polident adhesive freshmint) cream for product used for unknown indication. Concomitant products included double salt dental adhesive cream (polident denture adhesive max seal). On an unknown date, the patient started polident adhesive freshmint. On an unknown date, an unknown time after starting polident adhesive freshmint, the patient experienced choking (serious criteria gsk medically significant) and medication residue present. On an unknown date, the outcome of the choking and medication residue present were not reported. It was unknown if the reporter considered the choking and medication residue present to be related to polident adhesive freshmint. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, the action taken of polident adhesive freshmint was unknown. The consumer reported that she tried to wash her mouth out and the pink stuff was still in there. It's so different so she got to do it again. She tried it a while ago and the consistency was too soft then firms up later but it seemed to go down her throat. Her friend at work was also using polident denture adhesive cream fresh mint but he was applying it a few times a day. She did not really need to apply it a few times a day. This case was linked with (B)(4). Follow-up information received on 9 apr 2018, this case was associated with a product complaint. On an unknown date, an unknown time after starting polident adhesive freshmint, the patient experienced product complaint. On an unknown date, the outcome of the product complaint was unknown. Consumer relations team notified pv that a product complaint had been created for this case. Follow-up information received on 6 apr 2018, concomitant change products polident max seal to polident denture adhesive max seal. Upon retrospective review of case entry, it was identified that the initial gsk receipt date of the initial report was (B)(6) 2018 (the receipt date in lam was incorrectly documented as was (B)(6) 2018).